Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 403 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer was released from the ER on the same day with no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.